Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units waveforms from external input were not displayed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields; b4, d9, g3, g, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit worked fine with other moni-x cables. The device was returned to the hospital because it the issue was not reproducible and was working normally.

Event description:
N/a.